Event description:
It was reported that when using the bd phoenix¿ pmic/ID-107, there were misidentifications. Unknown patient impact reported. The following information was provided by the initial reporter: it was reported by the customer that there was mis-ID. Pf 448607_3269790 - mis-ID. Isolate was sent to quest. Final ID = staph saprophyticus.

Manufacturer narrative:
G5: PMA/510(k)#: k021954, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using the bd phoenix¿ pmic/ID-107, there were misidentifications. Unknown patient impact reported. The following information was provided by the initial reporter: it was reported by the customer that there was mis-ID. Pf 448607_3269790 - mis-ID. Isolate was sent to quest. Final ID = staph saprophyticus.

Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification of staphylococcus saprophyticus as staphylococcus pasteuri when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 3269790. The customer did not return isolates or panels but provided phoenix generated lab reports and binary files for the investigation. The customer provided phoenix lab reports show a patient isolate identified as s. Saprophyticus and s. Pasteuri on the complaint batch. To investigate, three retention panels from complaint batch 3269790 were tested using in house isolate s. Saprophyticus pos432 on a phoenix m50 machine and evaluated for identification results. In addition, two control panels from the same material but different batch were tested using in house isolate s. Saprophyticus pos432 on a phoenix m50 machine and evaluated for identification results. All five panels tested identified the isolate as s. Saprophyticus, therefore, this complaint is not confirmed for misidentification. As part of the investigation, bd r&d performed an analysis/comparison between the bd testing lab reports and the customer lab reports. There were no results in the chemical reactions that stood out to be a definitive cause of the s. Saprophyticus mis ids. While there has been an observation of a performance failure by the customer, bd has not been able to replicate the failure through investigative testing. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect.